Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a skin reaction under the back therapy electrodes. The patient reported that they had an itchy irritation that resulted in bleeding. The patient reported that they used a cream received from a hospital. The current medical condition of the skin irritation is unknown.